Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 77503 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were underfilling.

Manufacturer narrative:
Additional information: the device history records for batch 6253546 have been reviewed with no issues being identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were underfilling.

Manufacturer narrative:
Corrected awareness date.